Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to july 2017. Lumenis investigated the reported event making reasonable attempts by phone and email with the user facility to obtain patient treatment settings and patient information, however; none were provided. Lumenis was unable to confirm the validity of the reported event. An examination of the subject device by a lumenis technical expert concluded no device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings were provided by the user facility, therefore a clinical review of treatment settings cannot be performed. While the information received to date does not suggest that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information becomes available, the complaint record will be updated accordingly, and a follow up MDR report will be submitted.

Event description:
A user facility reported that one (1) patient sustained hemorrhaging during prp treatment with a lumenis novus varia laser system. It was further reported by the user facility physician that they didn't suspect the laser to be at fault, but wanted the system to be checked along with having preventive maintenance performed. No information regarding serious injury or medical intervention to preclude permanent impairment was received, other than the initial report.